Event description:
While performing a stenting procedure with a cypher, a crack was noticed at the proximal part of the luer hub. The stent was placed in the lesion and explanted; however, nothing occurred; therefore, the physician exchanged the manometer and tried to apply pressure again and nothing happened when the anomaly was found. The stent delivery system (sds) was replaced with another cypher select plus; however, a different size was used. There was no potential patient injury.

Manufacturer narrative:
This product is available, but has not been received for analysis as stated in section. Additional information will be provided within 30 days of receipt.